Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was labeled for a 22 fr. Catheter; however, the device inside the packaging was a 28 fr catheter.

Manufacturer narrative:
Received 1 opened foley catheter with the original unit packaging. Per the visual evaluation, the exterior of the sample was inspected and did not find anything to contribute to the reported event. Per the dimensional evaluation, the sample was measured and found to measure 23 french. The specification for this product is 22 french +/- 2 french, so the sample met specification. The reported event could not be confirmed as the product met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was labeled for a 22 fr. Catheter; however, the device inside the packaging was a 28 fr catheter.